Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant procedure the patient experienced pericardial effusion. It was also noted that r waves decreased since implant. Fluid was drained and the device remains in use. No patient complications have been reported as a result of this event.